Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 30 mg/dl. The customer stated that due to low blood glucose and blood infection they were hospitalized 7 months ago. The customer was treated with glucose gel at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.